Manufacturer narrative:
The product was discarded and was not returned for analysis. (B)(4).

Event description:
It was reported that while the biosense webster representatives attended some carto 3 afib procedures, one of the pts suffered a serious complication towards the end of the procedure. The pt had a stroke and lost his speech ability. The procedure was done accordingly. Everything went smoothly. They used irrigated navistar thermocool catheter with flow rate 17ml/s during ablation and 2ml/s otherwise. The procedure was only maximum of 3 hours. It was inspected and confirmed that there was no char on the catheter at the end of the procedure. The sheath was 8f (and the navistar thermocool was 7.5f). The pt was on heparin. After the stroke, an MRI was performed. The doctors stated that the products used in the procedure had nothing to do with the stroke. Medication was normal. The doctors who did this procedure are very skilled with many years of afib ablation experience. The pt is stable, slowly recovering and is in good condition. According to the physicians he was a low risk pt. The pt has now been moved to his local central hospital and is recovering slowly, but steadily.